Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. Updates to sections h3 and h6. The explanted lal was returned to rxsight. A visual inspection was performed and no anomalies were noted.

Event description:
A site reported to rxsight that a patient was implanted with the light adjustable lens (lal, sn (B)(6), +16.5) on (B)(6)2024. Postoperatively and prior to any light treatments, the patient reported visual disturbances. The treating physician noted a slight temporal shift in the intraocular lens position and attempted to reposition the lal on (B)(6)2025 but was unable to do so. The lal was explanted and a new lal (sn (B)(6), +15.0d) was implanted as a replacement.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).